Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # (B)(4). Upn# (B)(4). Batch/lot # 183365013. Mfg date 08/01/2017. Exp date 08/01/2022.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) removed on (B)(6) 2018 due to auto-inflation, faulty pump and the device was not functioning properly. The onset of the device issue was 8-10 weeks after the (B)(6) 2018 implant surgery. The patient felt uncomfortable and unsatisfied because he has no choice but to leave it in a state of erection. A 16cm spectra concealable penile prosthesis was implanted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) removed on (B)(6) 2018 due to auto-inflation, faulty pump and the device was not functioning properly. The onset of the device issue was 8-10 weeks after the (B)(6) 2018 implant surgery. The patient felt uncomfortable and unsatisfied because he has no choice but to leave it in a state of erection. A 16cm spectra concealable penile prosthesis was implanted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer date. Device evaluation: the ams700 device was visually inspected and functionally tested. No leak was found. One cylinder and pump performed within specifications. The other cylinder had a hole in the outer tube that was the result of a sharp instrument consistent with explant damage. Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 183365013, mfg date (B)(6) 2017, exp date (B)(6) 2022 additional information: device evaluation:the ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications.

Manufacturer narrative:
Device avail for evaluation, returned to manufacturer date. Device evaluation: the ams700 device was visually inspected and functionally tested. No leak was found. One cylinder and pump performed within specifications. The other cylinder had a hole in the outer tube that was the result of a sharp instrument consistent with explant damage. Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 183365013, mfg date 08/01/2017, exp date 08/01/2022.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) removed on (B)(6) 2018 due to auto-inflation, faulty pump and the device was not functioning properly. The onset of the device issue was 8-10 weeks after the (B)(6) 2018 implant surgery. The patient felt uncomfortable and unsatisfied because he has no choice but to leave it in a state of erection. A 16cm spectra concealable penile prosthesis was implanted.